Event description:
A pt was undergoing an elective percutaneous coronary intervention (pci) to the first (1st) diagonal branch. The lesion was reported to be heavily calcified and slightly tortuous. Pre-dilation was attempted unsuccessfully with a 2.0 mm balloon. A 1.5 mm balloon was used to successfully pre-dilate the lesion. An attempt to cross wiwth a taxus stent was unsuccessful. After attempting to cross the lesion with the cypher stent, the stent delivery system (sds) fracturted. The fractured sds was retrieved by using a 2.0/20 mm balloon to trap the fractured sds with the guiding catheter and withdraw the entire system including the fractured sds. The procedure was completed successfully by using a 2.0/20 mm pixel. There was no reported pt injury.